Manufacturer narrative:
The pump software was upgraded. Serial number (B)(4) is part of recall number z-1869-2011. This MDR is being filed as part of a retrospective review for reportability.

Event description:
Information received indicates pump experienced error code 36. This was found in the pump history during servicing.